Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received a report that between two different pt exams and with no pt involved, the customer was positioning the pt support vertically utilizing the "down" button on the gantry control panel. The customer reported that when the desired vertical position was reached, the down button was released but the pt support continued to move downward until the full down position was reached. Philips service confirms there was no harm to a pt, operator, or bystander due to this reported event.